Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's spouse reported the patient has not charged her scs ipg in several months. Subsequently, neither the patient's programmer nor charging system are able to communicate with the scs ipg. The patient is consulting with the physician regarding explant of the scs system.